Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in the common bile duct during an endoscopic calculus removal procedure performed on (B)(6) 2015. According to the complainant, during preparation, it was noted that the balloon inflated in an irregular flattened shape. The procedure was completed with another extractor pro retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.